Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a percutaneous coronary intervention (pci), the physician was unable to cross the lesion. The 70% stenosed lesion was located in the , severely tortuous and severely calcified left anterior descending artery. The lesion was pre-dilated with a 3.5 x 12 non-bsc balloon catheter and the 28 x 4.50mm taxus liberte stent delivery system was advanced but failed to cross the lesion. The procedure was ended due to the patient's complaint of stuffiness (pain). The patient was transferred to another facility for a stenting procedure. No further patient complications were reported and the patient's status is described as stable. However, device analysis revealed stent damage.

Manufacturer narrative:
This is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination of the device identified stent damage. Struts towards the distal end of the stent were slightly misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Resistance was encountered upon the insertion of a 0.015 inch product mandrel. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is user / use error. The complaint report states that the lesion was severely calcified and severely tortuous. Heavily calcified lesions and highly tortuous anatomy are contraindicated in the dfu. (B)(4).